Event description:
Reporter stated the menu button on the infusion device is defective. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint can be verified. The menu and check button do not respond. There are particles inside the housing of the menu and check button, and these particles isolate the area of contact inside the button's housing.

Manufacturer narrative:
The event occurred in (B)(6).